Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the implant, the helix stopped extending and retracting after multiple attempts. The lead was not used and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.